Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited loss of capture and loss of sensing when suture sleeve was tied down. When the suture sleeve was cut off, sensing and capture resumed and the lead exhibited normal functions. The lead remained implanted. The patient experienced no adverse consequences. New information on 09/08/2016 stated that the complaints loss of sensing and loss of capture may have been resulted from the programmer and psa.